Event description:
It was reported via telephone that after the catheter was placed, a leak was found outside the pt. As a result, a repair kit was used, but the catheter continued to leak. The catheter remains in the pt since there was no replacement available within the hospital. There was no reported delay or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned.